Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker device system was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Technical services (ts) discussed that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, greater than 3000 ohms. Due to this, the MRI is considered off label. Further information regarding the outcome of the MRI is being requested. Reprogramming options were recommended. No adverse patient effects were reported. This device and lead remain in service. Additional information was received indicating that the physician performed the MRI procedure. As of today, the cause of the high out of range pace impedance measurement has not been determined. No adverse patient effects were reported related to the off-label use of this system. This device and lead remain in service.